Event description:
Caller states that during a proficiency test, the following coagucheck results were obtained: 1.7 inr with a range of 0.7-1.6 inr. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.